Manufacturer narrative:
(B)(4).

Event description:
It was reported that the symptomatic patient who had been lost to follow up presented in clinic. Upon interrogation, the right ventricular lead exhibited loss of capture. No intervention was performed. On (B)(6) 2015, the patient presented in clinic and refused any treatments. No further information was available.